Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). A device history records review has been requested. The product has returned and is entering the complaint system. Placeholder.

Event description:
Sales consultant reported a reamer head that broke apart during surgery. The surgeon was putting in a lateral entry femoral nail and while reaming the femur to insert the rod, the reamer head shattered apart. It was reported that the incident ruined the 5.0mm flexible reamer shaft. The surgeon had to make another incision to retrieve the broken pieces. The surgeon retrieved pieces of the reamer head except for a couple pieces that remain in the patient. This report is on the reamer head. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This is a multiple use device. The design is adequate for intended use, and did not contribute to this complaint condition. The excess wear on the returned flexible shaft and the age of the device suggests it has been used beyond its useful life. Therefore, this complaint is invalid from a design perspective.